Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was inactivated and replaced. The lead was later explanted. No patient complications have been reported as a result of this event.